Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false positive result. Pcr was performed for confirmatory testing. There was no report of patient impact. Eua# b)(4). The following has been provided by the initial reporter: it was reported that the customer got discrepant results using two different tests.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a positive test result¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2005250. ¿customer tested with another veritor test and had a negative result. Both veritor test sticks had two lines on them. Customer also tested with a different antigen test and a pcr test and they were both negative. ¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain or returned samples. All returned photographs were reviewed. The complaint was not confirmed. Technical support explained to the customer that the bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false positive result. Pcr was performed for confirmatory testing. There was no report of patient impact. Eua#(B)(4) the following has been provided by the initial reporter: it was reported that the customer got discrepant results using two different tests.